Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: required intervention to compress dislodged stent. Onset of adverse event: during the procedure. It was reported that the procedure was to treat a chronic total occlusion of the mid left anterior descending (lad). A 2.5 x 18 mm xience v was deployed in the proximal lad. A 2.5 x 23 mm xience v was advanced through the previously deployed xience v; however, it could only be advanced about halfway. The stent delivery system was pulled back, but the stent dislodged from the sds balloon. The sds balloon was used to recapture the stent and it was pulled back to the groin sheath, but dislodged at the groin sheath and traveled down to the right profunda femoral artery. A snare device was used to try to retrieve the dislodged stent, but this only pushed deeper. A guide wire was advanced, but the physician could not tell if the guide wire was going through the center of the stent or if it was through the stent struts on the side. A balloon was advanced over the guide wire and through the stent to attempt to deploy it in the profunda femoral artery, but again they could not tell if the entire length of the stent was open, so a 4.0 x 28 mm vision was used and part of the stent was open and part was crushed against the vessel wall. Reportedly, the patient outcome was good. No additional event or patient information is available.